Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced hyperglycemia of 26.7 mmol/l. The customer reported that the insulin pump had a large crack. The customer reported that the nurse advised her to have a new loaner insulin pump. The customer reported that they treated with insulin pump. Troubleshooting was not performed. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.